Event description:
Consumer stated case was coming loose, she taped it together and kept using it and it sparked on her.

Manufacturer narrative:
Per customer, the case cracked, she taped it and continued to use it until it sparked on her. At our request, the manufacturer of the switch has enacted several CAPA projects to improve the qual of the switch. The occurrence of the board component failure has dropped significantly in the past 12 months.